Manufacturer narrative:
(B)(4). Correction: device is not available for evaluation. The product was not returned to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device had difficulty advancing due to the patient anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the subsequent stent dislodgement with the patient effect of foreign body in patient, and additional therapy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the calcified, unspecified vessel, the xience sierra stent delivery system may have met resistance during advancing and the stent implant dislodged from the balloon. The stent was snared and subsequently deployed in the radial artery/not the intended site. There was no reported clinically significant delay in the procedure. No additional information was provided.